Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for additional lot number is as follows (this is in addition to the lot information submitted in the initial submission): d4. Medical device lot #: 3096287. D4. Medical device expiration date: 31-03-2026. H4. Device manufacturer date: 07-04-2023. Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in needle did not retract. The following information was provided by the initial reporter: verbatim: needle not retracting when button is pushed to safety.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.